Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeled off from the base. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the down arrow and ok button contacts. The battery compartment was found to be cracked below the finer pad. Additionally, the display was found to be dim, faded and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. Additionally, investigation revealed that the battery compartment was cracked. The display was also found to be dim, faded and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.